Event description:
It was reported by the patient's mother that the patient was taken to the emergency room (ER) on (B)(6) 2024 at (B)(6) hospital due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod on the abdomen. Symptoms reported include redness and swelling at the site. At the hospital, the patient's mother stated that they were treated with insulin. The patient was released the same day, and a new pod was applied. The pod in question was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.